Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed the serrated tip end of the device is severely damaged. Also the visual shows extreme signs of use and wear on both ends of the device. The blue coloring is also flaking off the device from usage. The inspection did not confirm any pieces missing from the device. A medical investigation was conducted and confirms that no relevant supporting clinical information has been provided to assist with a clinical investigation. Per the product evaluation, no missing pieces from the device were noted. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the evos 2.5mm snap in serrated drill guide broke in guide, instruments inside patient. Procedure completed with s&n backup guide. Surgery was not delayed. Patient was not harmed beyond the reported event.